Event description:
Ultimately the device was removed and available for evaluation.

Manufacturer narrative:
Updated sections: b5, d6b, d9, g1, h2, h3, h6 codes for type of investigation, investigation findings and investigation conclusion. D6b. The exact date for the explant is unknown. The device was returned and analyzed. Visual inspection of the returned device did not find any anomalies. Review of the device's diagnostic data also showed no evidence of a device malfunction. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant non-conformities were found. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response. H3 other text : the device was not removed.

Event description:
It was reported that the patient passed away due to an unknown reason. This patient was at the surgery center to explant her device. The staff informed they intubated her in preparation for the procedure when she coded and had no pulse. It was reported a few hours later that the patient expired. The device was never explanted therefore unable to be returned. The md stated this was not a result of the device at all. There were no reports of device-related issues from the patient prior to the passing.